Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 569 mg/dl at the time of the event and reported the insulin pump battery failed. The customer experienced symptoms such as diabetic ketoacidosis, coma and was treated with intravenous insulin infusion during hospitalization. The event involved product mmt-1886. Troubleshooting was performed for hyperglycemia . The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for battery failed alarm and no damage was reported on battery cap contacts or battery compartment but issue was not resolved. No further patient complications were reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08755 inches. The pump was monitored and no failed battery alert/battery failed alarm noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 to (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn#: (B)(4) event date of 26-jan-2025 and related svn#: (B)(4) event date of 07-feb-2025. There was no data available to verify no delivery alarm/insulin flow blocked alarm or unexpected pump error(s)/alarm(s) noted 2 days prior to the related svn#: (B)(4) event date of 07-feb-2025. However, multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2024, (B)(6) 2025 during bolus/basal deliveries. In further review of the formatted history file 1 week prior surrounding the primary svn#: (B)(4) date of 25-jan-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 08:58:00.000. Insert battery alarm was found on: (B)(6) 2025 19:12:05.000, (B)(6) 2025 19:11:56.000, (B)(6) 2025 19:18:03.000, (B)(6) 2025 19:18:03.000. Replace battery alert was found on: (B)(6) 2025 18:29:00.000, (B)(6) 2025 18:39:00.000. Replace battery now alarm was found on: (B)(6) 2025 19:00:00.000, (B)(6) 2025 19:10:00.000, (B)(6) 2025 19:19:00.000. Pump error 23 alarm was found on: (B)(6) 2025 19:11:04.000, (B)(6) 2025 19:30:04.000. Power loss alarm was found on: (B)(6) 2025 19:11:28.000, (B)(6) 2025 19:11:36.000, (B)(6) 2025 19:30:17.000, (B)(6) 2025 19:30:25.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. There is no failed battery alert/battery failed alarm recorded in the formatted history file. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 03:29:59.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm. No unexpected failed battery alert/battery failed alarm, low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2025 03:40:00.000, (B)(6) 2025 03:50:00.000, (B)(6) 2025 04:15:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (2.84mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for failed battery alert/battery failed alarm and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.